Event description:
A hospital in another country, reported via a fisher & paykel healthcare representative that the inspiratory heater wire pin of an rt340 adult breathing circuit was bent. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
The complaint device has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report upon completion of the investigation.